Event description:
It was reported that the pt presented to clinic for f/u with a false elective replacement indicator reached. At a subsequent f/u, the longevity was seen to be higher than before. The device was reprogrammed and sent to technical services to have the eri cleared.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.